Event description:
Ring spun out halfway during procedure. Ring was left spun, plate remains implanted without the corresponding screw. Patient outcome: no adverse effect reported as a result of this event.